Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic) and possible t-wave oversensing (twos). The impedance and r waves are stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. There was no evidence of short interval counts (sic) or t-wave oversensing (twos) on save to disk or printed episodes. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2013. (B)(4).